Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose was 113 mg/dl. Customer does not recall any significant events leading to the alarm. Customer also mentioned having a battery out limit alarm. Customer stated that the pump alarmed after a battery change. Customer was assisted with reprogramming the time, date, and fixed prime. Customer will be sent a replacement battery cap even though the pump is being replaced for the button error. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.